Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that a new aliquot probe was installed on (B)(6) 2017 and required service to align reagent shuttle 2. The customer reported issues with calibrations and quality control (qc) was erratic on several these methods. Process errors showed aliquot probe "bad sample detect" and "clog detected" prior to processing the sample in question. Per the ccc specialist's instructions, the customer cleaned the reagent probe with alcohol pad and cleaned the drain with straight bleach and rinsed with hot water. The customer reseated the level sense cable and stated the vertical lead screw is evenly lubricated. The ccc specialist remotely primed the aliquoter and purged it. The customer ran quick check which passed. The customer homed all modules and exited diagnostics mode, after which the result monitor flagged for percent _cycle 33 w (sample probe mixer). A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the sample mixer 3 assembly sample arm because it was not mixing. The cause of the discordant, falsely low co2 results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) results were obtained on two patient samples on a dimension vista 1500 instrument. The initial results were reported to the physician(s). The samples were repeated on an alternate dimension vista instrument and the results matched the patients' clinical histories. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 results.